Event description:
Patient called clinic this morning stating that his 5fu civi pump was backed up with blood from port tubing into infusion bag. He noticed this last evening. The infu system pump (walk med 350) had just stopped working and did not alarm. The face of the pump did have digital readings but was not infusing. He came to clinic for evaluation. New pump was assigned. Remaining drug dosage was recalculated and new bag connected. Port had to be reaccessed since it was unable to flush. Unable to assess how long pump was not infusing as there was no alarm for patient to be aware.